Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that two patient samples with an anti-e showed false negative reactions during testing with the e positive cell #6 of biotestcell-i8 on tango optimo. The customer reported that both patient samples showed correct positive results with the e positive cell #2 of biotestcell-i8 on tango optimo. Because of these test results the customer suspects that the antigenicity of e on cell #6 of biotestcell-i8 may be weakened. The customer returned the supposedly defective product for investigational testing and also two patient samples (B)(6)) that had caused false negative test results. Testing of sample (B)(6) showed an anti-d. The patient sample could not be tested furthermore to confirm the anti-e, because it was depleted. Testing of sample (B)(6) confirmed the customer´s result, only the e positive homozygous red panel cell showed a positive result. But the correct function of the e positive panel cells could be confirmed by a potency testing. The antigenicity was not weakened. The instruction for use contains a reference in the section limitations: "because some antibodies show dosage effect, the antigen density on the reagent red blood cells needs to be considered when evaluating the test results (homozygous or heterozygous hereditary disposition). A heterozygous expression of the antigen may result in non-detection of weak antibodies depending on the test method used." The returned product sample was also tested with different samples and controls e.g. Anti-d and anti-e. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-i8 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by one of our field service engineers. The left pipettor needle and the left rinse station were cleaned. The instrument was confirmed to perform within specification. No indication for an instrument malfunction could be identified.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a patient sample with an anti-e yielded a false negative reaction with the e positive cell #6 of biotestcell-i8 on tango optimo. The customer also reported that the patient sample showed a correctly positive result with the e positive cell #2 of biotestcell-i8 on tango optimo. Due to the test result the customer suspects that the antigenicity of e on cell #6 of biotestcell-i8 may be diminished. The customer returned the supposedly defective product and also the patient sample that had caused a false negative test result. Testing in our quality control laboratory is still ongoing. The affected tango optimo was inspected by one of our field service engineers. The left pipettor needle and the left rinse station were cleaned. The instrument was confirmed to perform within specification after post service verification procedure.